Event description:
It was reported by the rep that the (1) 355hr was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported that the surgeon was evaluating the reposable trocar system. The initial puncture was obtained using a threaded reusable cannula with a 5mm housing and the obturator from a 35hlt. The surgeon obtained pneumo-peritoneum via a veress needle. The primary puncture was conducted using the above trocar under visualization of a 5mm scope in the trocar. The housing's seal leaked throughout the case. Eval of the housing was requested by the surgeon. There was no pt consequence.